Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset to resolve the issue, but upon startup, the touchscreen was unresponsive. Reportedly the customer reverted to manual injections for insulin therapy. The customer's blood glucose level was 198mg/dl.